Event description:
Boston scientific (bsc) crm received info that four days post the initial implant procedure, this right ventricular lead dislodged. During the attempt to reposition the lead, the physician found that pt's heart was much larger and the lead had to be advanced significantly so the physician elected to use a new right ventricular lead. No adverse pt effects were reported.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. With regard to the dislodgement as mentioned in the complaint, the analysis did not show any deviations from the mechanical specifications. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the valve range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism.